Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) the full lead was returned. Electrical testing determined that continuity of the conductors was complete. A cut was evident through the outer insulation material. The helix would not extend due to dried blood in the distal conductor.

Event description:
It was reported that during the implant procedure, the lead would not deploy. The lead was not implanted. No patient complications have been reported as a result of this event.